Event description:
It was reported that during surgery while trialling the tibia and positioning for tibial keel cut, the tea handle, hook broke off. The hook portion of the handle was easily retrieved on the field. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified that the large pin has fractured off, the instrument has scratches and wear which could be attributed to use in the field for 10+ years. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.